Manufacturer narrative:
(B)(6). Date of report: 12aug2019. The field service engineer (fse) replaced the flow sensor assembly. The ventilator passed all testing and operated within the manufacturing specifications. Failure analysis of the returned part indicates: a defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during preventive maintenance (pm), the average oxygen flow rate was out of specification. There was no patient involvement.